Event description:
According to the info received the device was removed due to an infection. Pt also had an artificial sphincter implanted in 2002. Therefore, the physician did not know if the infection was a result of the penile prosthesis or sphincter.